Event description:
A malfunction was reported on the pump, which occurred after the pump was accidentally submerged in water. There was no reported impact to the customer's blood glucose level. The customer contacted technical support, who arranged for a replacement pump to be sent.